Event description:
The customer experienced questionable patient results for hdl- cholesterol, calcium, bicarbonate liquid (co2) and creatinine plus (creatinine). The customer repeated an unknown number of patient samples and corrected three patient results. She provided results for three patients, results for two of the patients were discrepant. Patient 1, initial creatinine result was 1.6 mg/dl and repeated 0.9 mg/dl. Patient 2, initial creatinine result was approximately 4.0 mg/dl (specific value was not provided). The initial result was reported outside the laboratory. The sample was repeated and recovered 0.6 mg/dl. The customer immediately notified the doctor which prevented the doctor from acting on the initial result. No patients were affected by the event. The creatinine reagent was 63063201. The field service representative determined a hole in the rinse tubing was the cause and he replaced the rinse tubing. The customer performed quality control which was within specification.